Event description:
Catheter inserted in 2002 in left basilic vein for administration of antibiotics. Pt scheduled to have catheter removed 2 weeks later. During surgery by IV therapy catheter broke 6" retained sent to surgery for removal.